Manufacturer narrative:
The customer did not report any issues with qc or calibration prior to or post the vent. No other analytes are affected. A bci field service engineer (fse) replaced a loose sample syringe barrel. Fse inspected the glucose module. Fse did not replace any additional hardware or note other component issue with the instrument. Root cause for this event appears to be hardware related.

Manufacturer narrative:
The customer did not report any issues with qc or calibration prior to or post the vent. No other analytes are affected. A bci field service engineer (fse) replaced a loose sample syringe barrel. Fse inspected the glucose module. Fse did not replace any additional hardware or note other component issue with the instrument. Although hardware issues were addressed, a clear root cause can not be determined for this event. Change from: root cause for this event appears to be hardware related. To: although hardware issues were addressed, a clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report glucose modular (glum) initial result was lower than the duplicate result generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer runs glum patients in duplicate mode. The duplicate (higher result) was verified and reported. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report glucose modular (glum) initial result was lower than the duplicate result generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer runs glum patients in duplicate mode. The duplicate (higher result) was verified and reported. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.